Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30th may 2025, it was reported by an arthrex employee via email that for an for ar-3373-4002, sheath, hf, tap/fen, 2 stopcock for 4.0 mm scope, the sheath was faulty. The obturator was pulling out of sheath. This was detected during use in an unspecified procedure on (B)(6) 2025. The device was checked after the procedure. (Requesting further information from complaint initiator).

Manufacturer narrative:
Additional information: based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error likely due to mishandling during use/reprocessing.